Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient was in pain and has an electrical shock running down her leg. Patient has turned down stimulation without any relief. Patient has turned down stimulation without any relief. Advised the patient to turn off her device so they does continue to get shocked. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated that they have been having shocking symptoms down the leg. The patient was walked through all the programs and turned device off. The shocking was unbearable. They went to see the healthcare provider (hcp) and manufacturer representative (rep) who stated that the shocking might be due to it not being healed yet or possible scar tissue. The patient can press down the device and it helps with the shocking. The patient stated the device was working wonderful until 2020-(B)(6) which was the date the shocking started. They have an appointment on 2020--(B)(6) with the healthcare provider (hcp) and manufacturer representative (rep) to hopefully resolve the issues. No further complications were reported.

Event description:
Additional information received from the patient. Patient called back and said that since having stimulation turned off she has not experienced any shocking. Patient wanted to switch programs. Reviewed steps and patient switched to programs 4-7 and experienced shocking on all of the programs at very low settings when she turns to the left. Patient to either turn stimulation off until seen or avoid turning to the left if choices to leave stimulation on. Patient to provide information about shocking to hcp. Patient later reported a couple days later that she had set to program 7and it was fine for a couple of hours and then again patient started experiencing the same shocking again so patient said she turned stimulation off. Patient said that they noticed with stimulation off, was having severe pain around the device when they sits a certain way, or gets up a certain way of walks a certain way. The patient was redirected to contact their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they recently noticed that the ins lifts up a little bit. If they touch the ins, it goes back down. They did not have any pain or discomfort at the implant site and they noted that the ins was not close to flipping. On (B)(6) 2020, the patient said that they were unable to void on (B)(6) 2020, and had only voided once on the (B)(6), and they were in a lot of pain. Then on (B)(6) 2020, they stated that they hadn't urinated for a couple days so they increased stim from 0.3 to 0.8. After increasing stim the patient was able to urinate. It was recommended that they follow up with their healthcare professional, and the patient noted that they wouldn't have an appointment until (B)(6).

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2020, they experienced a severe shock and it brought them down to their knees. The shocking had continued and was worse when they were walking and moving their hips, when they were standing and would turn to the left, or at night when lying down and turning. When they were in the car and reached to the left to reach the seatbelt, they felt a shock. They felt the shock down their right leg down to their right foot and sometimes the toes on their right foot would cramp up and their partner had to massage the area. This happened about ten times a day. The pain was unbelievable and they did not know what to do. They had not had any falls. The patient also mentioned that on the same date, the neurostim ulator site became sore. They checked the internet and found something listing shocking as a side effect. Around (B)(6) 2020 or (B)(6) 2021, they found a number on a website and called the answering service. They left a detailed message and received a call back from someone who said they only help trial patients, but they suggested the patient turn the remote off. The shocking did not stop, so the patient called the healthcare provider's office and an appointment was made for them to see a manufacturer representative on (B)(6) 2021. They told the manufacturer representative about the shocking and they checked the implant. They said everything was intact and switched to a different program. The patient said they were still experiencing the shocking and the manufacturer representative told them to give it some time and if it did not improve to switch to a different program. The manufacturer representative also mentioned something about scar tissue, and that the patient was experiencing pain not shocking. The circumstances that led to the reported issue were unknown. It was reviewed how to check if therapy was on or off and with instruction, the patient connected and it was confirmed stimulation was on. Steps on how to turn stimulation off were reviewed, which they successfully did. The patient checked, and turned to the left and said they were not experiencing any shocks. They planned to monitor whether or not they experienced any shocks for 24 hours and to note any occurrences along with what they were doing before any shocking occurrences. The patient and their partner said the manufacturer representative told them to switch programs if the shocking continued. It was explained that with stimulation off, that meant they were not getting any therapy to help with symptoms. They planned to possibly call back tomorrow for instructions on how to switch programs.

Manufacturer narrative:
Correction: FDA site ID corrected to 3004209178 correction: mfg site ID corrected to p1275, see manufacturer report #2182207-2020-01484 correction: d3 updated accordingly b3: event date is approximate (month and year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.